Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported the patient was seeing their stimulation off when they didn't turn off 3 different times. It was noted they reviewed with the patient dates and times, but they were unsure. It was stated they were unsure if it was by accident like turning off with charger when charging. The patient was to record any further episodes and time of for their next appointment date of (B)(6) 2016. It was unknown if the issues was resolved at the time of the report. No surgical intervention occurred or was planned. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the manufacturer representative from the patient that reported that starting in (B)(6) of 2016, she has had three times where she has had a return of pain and then checked her implantable neurostimulator with her patient programmer and noticed that the implantable neurostimulator was off. The patient was using high density settings. The clinician programmer diary was not helpful. It was recommended that the patient write down the details and date if this occurs again.

Event description:
Additional information received reported that the cause of the stimulation being off when the patient didn't turn it off was unknown. Actions taken to resolve the issue was reviewing the diary with the patient and recommended the patient keep detailed logs if it happens again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.